Event description:
It was reported that a malfunction occurred, but the complete error code could not be confirmed. There was no reported impact on the customer's blood glucose level. The device is being returned, and a replacement pump was provided.